Event description:
Patient had star sliding core bearing revised.

Manufacturer narrative:
Small fracture on patient's medial malleolus tip. Sliding core bearing revised after being implanted for 10.5 years. Visual evaluation shows fractured sliding core bearing. Review of device history records shows no anomalies.